Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost significant weight, and the ipg was now superficial in placement. A spacer kit was sent to the pt. It was reported the spacer kit did help. It was also reported the ipg was requiring more frequent charging sessions. Surgical intervention was reported as a possible next course of action.